Event description:
It was reported that a sensor failure occurred. The sensor was inserted into the abdomen on(B)(6) 2024, the patient's sensor failed. The patient did not check fingersticks while they were not receiving readings. After a few hours after the sensor failed, the patient was taken to the hospital by their parent. It as reported that the patient had gastroparesis and was in diabetic ketoacidosis (dka). At this time, the patient was not wearing a sensor. The patient was treated with insulin nph, metoclopramide, and ondansetron. The patient was admitted to the hospital, in the intensive care unit for 3 days and discharged from the hospital on (B)(6) 2024. At the time of the report, the patient was doing okay. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.